Event description:
Additional information received indicated the event was resolved by capping and replacing the right ventricular (rv) lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, far field p wave oversensing and low pacing impedance was observed on the right ventricular (rv) lead. No intervention was performed at this time. The patient was in stable condition.